Event description:
The catheter broke and remained in pts right radial artery. The catheter was removed as per hospital standards of practice. Upon removal, the nurse noticed the catheter was incomplete. Catheter tip remained in pts right radial artery.

Manufacturer narrative:
Additional info has been requested. Upon completion of the investigation, a supplemental report will be submitted.